Event description:
It was reported that an ilet user experienced hyperglycemia after unannounced snacking and subsequent snacking after dinner, with glucose peaking at 256 mg/dl before trending downward; the event occurred following a supply change, and there was no device malfunction identified, with the device component relevant to the event being the user interface. The user elected to let the ilet bring glucose back into range and declined further follow-up. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically a missed meal announcement and unannounced carbohydrate intake, associated with interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.